Event description:
It was reported that monomer bottle did not break clean across the top. Cracked down the neck of the bottle into the body.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Catalog number and lot code of other device listed in this report: cat # 6197-9-001 lot # mct023. Description: simplex p with tobra unit packfull dose. Mfg date: 3-21-2014. Exp date: 01/31/2014.